Event description:
During a routine shift check by a clinician, the device charged to 300 joules with internal handles attached. Complainant indicated that there was no pt involvement in the reported malfunction.